Event description:
E was initially received via regulatory authority (food and drug administration, reference number: mw5034488) on 17-mar-2014. The most recent information was received on 27-jul-2018. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure (batch no. 871972) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "not undergone essure confirmation test." Concomitant products included allium sativum (garlic) since 2008, cyclobenzaprine hydrochloride (flexeril) since 2008, digoxin (lanadix) since 2007, lovastatin since 2008, metformin since 2008, naproxen since 2008, vicodin (norco) since 2008 and zaleplon (sonata) since 2015. On (B)(6) 2011, 4 days before insertion of essure, the patient experienced uterine spasm ("my tube and uterus collapsed when the doctor put it in"), fallopian tube spasm ("my tube and uterus collapsed when the doctor put it in") and complication of device insertion ("my tube and uterus collapsed when the doctor put it in"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced anxiety ("anxiety") and depression ("depression"). In (B)(6) 2011, the patient experienced nausea ("nausea"), menorrhagia ("long heavy periods"), vaginal haemorrhage ("vaginal bleeding"), female sexual dysfunction ("apareunia"), fibromyalgia ("fibromyalgia"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), fungal infection ("yeast infections"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criterion hospitalization). In (B)(6) 2014, the patient experienced bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract problems"). In (B)(6) 2014, the patient experienced muscle twitching ("twitches in my face"). In (B)(6) 2014, the patient experienced abdominal pain lower ("cramping"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pains"), hypoaesthesia ("loss of limb"), dyspareunia ("sex hurts"), diarrhoea ("diarrhea / loose bowel"), constipation ("constipation"), irritable bowel syndrome ("ibs"), abdominal distension ("bloating") and loss of libido ("loss of libido"). The patient was treated with surgery ((B)(6)2014: hysterectomy with removal of uterus, cervix and fallopian tubes). Essure was removed in (B)(6) 2014. At the time of the report, the abdominal pain, pelvic pain, fatigue and abdominal distension was resolving, the nausea, menorrhagia, back pain, hypoaesthesia, uterine spasm, fallopian tube spasm, complication of device insertion, dyspareunia, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, diarrhoea, constipation, irritable bowel syndrome, loss of libido, migraine, muscle twitching, depression, vaginal discharge, weight increased and abdominal pain lower outcome was unknown, the fibromyalgia had not resolved and the cystitis, urinary tract infection, fungal infection, headache and anxiety had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, back pain, bladder disorder, complication of device insertion, constipation, cystitis, depression, diarrhoea, dysmenorrhoea, dyspareunia, fallopian tube spasm, fatigue, female sexual dysfunction, fibromyalgia, fungal infection, headache, hypoaesthesia, irritable bowel syndrome, loss of libido, menorrhagia, migraine, muscle twitching, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine spasm, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received .reporter and patient demographics were added. Updated suspect drug indication. Events vaginal bleeding, apareunia, fibromyalgia, bladder disorder, urinary tract problems, dysmenorrhea, dysmenorrhea, fatigue, diarrhea / loose bowel, constipation, ibs, bloating, loss of libido, bladder infection, urinary tract infection, yeast infections, migraines, headaches, twitches in my face, anxiety, depression, vaginal discharge, weight gain, cramping, abdominal pain and not undergone essure confirmation test added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and pelvic pain ("pelvic pain / severe and persistant pain") in a 29-year-old female patient who had essure (batch no. 871972) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "not undergone essure confirmation test.". The patient's past medical history included diabetes in 2006. Concomitant products included allium sativum (garlic) since 2008, cyclobenzaprine hydrochloride (flexeril) since 2008, digoxin (lanadix) since 2007, lovastatin since 2008, metformin since 2008, naproxen since 2008, vicodin (norco) since 2008 and zaleplon (sonata) since 2015. On 1-sep-2011, the patient had essure inserted. On 11-sep-2011, 10 days after insertion of essure, the patient experienced uterine spasm ("my tube and uterus collapsed when the doctor put it in"), fallopian tube spasm ("my tube and uterus collapsed when the doctor put it in") and complication of device insertion ("my tube and uterus collapsed when the doctor put it in"). In (B)(6) 2011, the patient experienced anxiety ("anxiety") and depression ("depression"). In (B)(6) 2011, the patient experienced nausea ("nausea"), menorrhagia ("long heavy periods / abnormal bleeding menorrhia"), vaginal haemorrhage ("vaginal bleeding / abnormal bleeding vaginal"), female sexual dysfunction ("apareunia"), fibromyalgia ("fibromyalgia / autoimmune - fibromyalgia"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), fungal infection ("yeast infections"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criterion hospitalization). In (B)(6) 2014, the patient experienced bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract problems"). In (B)(6) 2014, the patient experienced muscle twitching ("twitches in my face / neurological twiches in face"). In (B)(6) 2014, the patient experienced abdominal pain lower ("cramping"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pains"), hypoaesthesia ("loss of limb"), dyspareunia ("sex hurts"), diarrhoea ("diarrhea / loose bowel"), constipation ("constipation"), irritable bowel syndrome ("ibs"), abdominal distension ("bloating") and loss of libido ("loss of libido"). The patient was treated with surgery (hysterectomy removal of uterus, cervix and fallopian tubes, oophorectomy, bilateral salpingectomy). Essure was removed in (B)(6) 2014. At the time of the report, the abdominal pain, pelvic pain, fatigue and abdominal distension was resolving, the nausea, menorrhagia, back pain, hypoaesthesia, uterine spasm, fallopian tube spasm, complication of device insertion, dyspareunia, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, diarrhoea, constipation, irritable bowel syndrome, loss of libido, migraine, muscle twitching, depression, vaginal discharge, weight increased and abdominal pain lower outcome was unknown, the fibromyalgia had not resolved and the cystitis, urinary tract infection, fungal infection, headache and anxiety had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, back pain, bladder disorder, complication of device insertion, constipation, cystitis, depression, diarrhoea, dysmenorrhoea, dyspareunia, fallopian tube spasm, fatigue, female sexual dysfunction, fibromyalgia, fungal infection, headache, hypoaesthesia, irritable bowel syndrome, loss of libido, menorrhagia, migraine, muscle twitching, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine spasm, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 79.365 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right coil is embedded in the fundus/ left coil is completely embedded in the left fallopian tube'), abdominal pain ('abdominal pain/belly button popping') and pelvic pain ('pelvic pain / severe and persistant pain') in a 29-year-old female patient who had essure (batch no. 871972) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "not undergone essure confirmation test.". The patient's medical history included diabetes in 2006, hyperlipidemia and dysuria. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception, insulin since 2008 for diabetes as well as since 2008, since 2015, allium sativum (garlic) since 2008, digoxin (lanadix) since 2007, hydrocodone bitartrate;paracetamol (norco) since 2008, lovastatin since 2008, metformin since 2008 and naproxen since 2008. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced uterine spasm ("my tube and uterus collapsed when the doctor put it in"), fallopian tube spasm ("my tube and uterus collapsed when the doctor put it in") and complication of device insertion ("my tube and uterus collapsed when the doctor put it in"), 5 days after insertion of essure. In (B)(6) 2011, the patient experienced anxiety ("anxiety") and depression ("depression"). In (B)(6) 2011, the patient experienced nausea ("nausea"), menorrhagia ("long heavy periods / abnormal bleeding menorrhia"), dyspareunia ("sex hurts/ dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("vaginal bleeding / abnormal bleeding vaginal"), female sexual dysfunction ("apareunia"), fibromyalgia ("fibromyalgia / autoimmune - fibromyalgia"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), loss of libido ("loss of libido"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criterion hospitalization). In (B)(6) 2014, the patient experienced bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract problems"), diarrhoea ("diarrhea / loose bowel"), constipation ("constipation"), irritable bowel syndrome ("ibs"), abdominal distension ("bloating") and bladder injury ("bladder was nicked during the removal (during hysterectomy)"). In (B)(6) 2014, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), fungal infection ("yeast infections") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced muscle twitching ("twitches in my face / neurological twiches in face"). In (B)(6) 2014, the patient experienced abdominal pain lower ("cramping"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pains"), hypoaesthesia ("loss of limb") and spondylitis ("arthritis in my l4 and l5 and in my s1 joint") and was found to have blood urine present ("blood in my urine"). The patient was treated with surgery (hysterectomy removal of uterus, cervix and fallopian tubes, oophorectomy, bilateral salpingectomy and total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, nausea, menorrhagia, back pain, hypoaesthesia, uterine spasm, fallopian tube spasm, complication of device insertion, dyspareunia, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, diarrhoea, constipation, irritable bowel syndrome, loss of libido, migraine, muscle twitching, depression, vaginal discharge, weight increased, abdominal pain lower, bladder injury, blood urine present and spondylitis outcome was unknown, the abdominal pain, pelvic pain, fatigue and abdominal distension was resolving, the fibromyalgia had not resolved and the cystitis, urinary tract infection, fungal infection, headache and anxiety had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, back pain, bladder disorder, bladder injury, blood urine present, complication of device insertion, constipation, cystitis, depression, diarrhoea, dysmenorrhoea, dyspareunia, embedded device, fallopian tube spasm, fatigue, female sexual dysfunction, fibromyalgia, fungal infection, headache, hypoaesthesia, irritable bowel syndrome, loss of libido, menorrhagia, migraine, muscle twitching, nausea, pelvic pain, spondylitis, urinary tract disorder, urinary tract infection, uterine spasm, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2011 and (B)(6) 2011, explant date (B)(6) 2014 and (B)(6) 2014 respectively. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menstrual problems, dysmenorrhea and pain with intercourse. Lot number: 871972 manufacture date: 2011-06 expiration date: 2014-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: quality-safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("right coil is embedded in the fundus/ left coil is completely embedded in the left fallopian tube"), abdominal pain ("abdominal pain") and pelvic pain ("pelvic pain / severe and persistant pain") in a 29-year-old female patient who had essure (batch no. 871972) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "not undergone essure confirmation test". The patient's medical history included diabetes in 2006, hyperlipidemia and dysuria. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception, insulin since 2008 for diabetes as well as since 2008, since 2015, allium sativum (garlic) since 2008, digoxin (lanadix) since 2007, hydrocodone bitartrate;paracetamol (norco) since 2008, lovastatin since 2008, metformin since 2008 and naproxen since 2008. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced uterine spasm ("my tube and uterus collapsed when the doctor put it in"), fallopian tube spasm ("my tube and uterus collapsed when the doctor put it in") and complication of device insertion ("my tube and uterus collapsed when the doctor put it in"), 5 days after insertion of essure. In (B)(6) 2011, the patient experienced anxiety ("anxiety") and depression ("depression"). In (B)(6) 2011, the patient experienced nausea ("nausea"), menorrhagia ("long heavy periods / abnormal bleeding menorrhea"), dyspareunia ("sex hurts/ dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("vaginal bleeding / abnormal bleeding vaginal"), female sexual dysfunction ("apareunia"), fibromyalgia ("fibromyalgia / autoimmune - fibromyalgia"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), loss of libido ("loss of libido"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criterion hospitalization). In (B)(6) 2014, the patient experienced bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract problems"), diarrhoea ("diarrhea / loose bowel"), constipation ("constipation"), irritable bowel syndrome ("ibs"), abdominal distension ("bloating") and bladder injury ("bladder was nicked during the removal (during hysterectomy)"). In (B)(6) 2014, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), fungal infection ("yeast infections") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced muscle twitching ("twitches in my face / neurological twitches in face"). In (B)(6) 2014, the patient experienced abdominal pain lower ("cramping"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pains") and hypoaesthesia ("loss of limb") and was found to have blood urine present ("blood in my urine"). The patient was treated with surgery (hysterectomy removal of uterus, cervix and fallopian tubes, oophorectomy, bilateral salpingectomy and total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, nausea, menorrhagia, back pain, hypoaesthesia, uterine spasm, fallopian tube spasm, complication of device insertion, dyspareunia, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, diarrhoea, constipation, irritable bowel syndrome, loss of libido, migraine, muscle twitching, depression, vaginal discharge, weight increased, abdominal pain lower, bladder injury and blood urine present outcome was unknown, the abdominal pain, pelvic pain, fatigue and abdominal distension was resolving, the fibromyalgia had not resolved and the cystitis, urinary tract infection, fungal infection, headache and anxiety had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, back pain, bladder disorder, bladder injury, blood urine present, complication of device insertion, constipation, cystitis, depression, diarrhoea, dysmenorrhoea, dyspareunia, embedded device, fallopian tube spasm, fatigue, female sexual dysfunction, fibromyalgia, fungal infection, headache, hypoaesthesia, irritable bowel syndrome, loss of libido, menorrhagia, migraine, muscle twitching, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine spasm, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2011 and (B)(6) 2011, explant date (B)(6) 2014 and (B)(6) 2014 respectively. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menstrual problems, dysmenorrhea and pain with intercourse. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-may-2019: plaintiff fact sheet and medical records were received. Events per pfs: bladder was nicked during the removal (during hysterectomy) and blood in my urine. Event per mr: right coil is embedded in the fundus/ left coil is completely embedded in the left fallopian tube. Concurrent condition and concomitant medication were added. Incident- we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4) on 17-mar-2014. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right coil is embedded in the fundus/ left coil is completely embedded in the left fallopian tube'), abdominal pain ('abdominal pain/belly button popping') and pelvic pain ('pelvic pain / severe and persistant pain') in a 29-year-old female patient who had essure (batch no. 871972) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "not undergone essure confirmation test.". The patient's medical history included diabetes in 2006, hyperlipidemia and dysuria. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception, insulin since 2008 for diabetes as well as since 2008, since 2015, allium sativum (garlic) since 2008, digoxin (lanadix) since 2007, hydrocodone bitartrate;paracetamol (norco) since 2008, lovastatin since 2008, metformin since 2008 and naproxen since 2008. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced uterine spasm ("my tube and uterus collapsed when the doctor put it in"), fallopian tube spasm ("my tube and uterus collapsed when the doctor put it in") and complication of device insertion ("my tube and uterus collapsed when the doctor put it in"), 5 days after insertion of essure. In (B)(6) 2011, the patient experienced anxiety ("anxiety") and depression ("depression"). In (B)(6) 2011, the patient experienced nausea ("nausea"), menorrhagia ("long heavy periods / abnormal bleeding menorrhia"), dyspareunia ("sex hurts/ dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("vaginal bleeding / abnormal bleeding vaginal"), female sexual dysfunction ("apareunia"), fibromyalgia ("fibromyalgia / autoimmune - fibromyalgia"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), loss of libido ("loss of libido"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criterion hospitalization). In (B)(6) 2014, the patient experienced bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract problems"), diarrhoea ("diarrhea / loose bowel"), constipation ("constipation"), irritable bowel syndrome ("ibs"), abdominal distension ("bloating") and bladder injury ("bladder was nicked during the removal (during hysterectomy)"). In (B)(6) 2014, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), fungal infection ("yeast infections") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced muscle twitching ("twitches in my face / neurological twitches in face"). In (B)(6) 2014, the patient experienced abdominal pain lower ("cramping"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pains"), hypoaesthesia ("loss of limb") and spondylitis ("arthritis in my l4 and l5 and in my s1 joint") and was found to have blood urine present ("blood in my urine"). The patient was treated with surgery (hysterectomy removal of uterus, cervix and fallopian tubes, oophorectomy, bilateral salpingectomy and total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, nausea, menorrhagia, back pain, hypoaesthesia, uterine spasm, fallopian tube spasm, complication of device insertion, dyspareunia, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, diarrhoea, constipation, irritable bowel syndrome, loss of libido, migraine, muscle twitching, depression, vaginal discharge, weight increased, abdominal pain lower, bladder injury, blood urine present and spondylitis outcome was unknown, the abdominal pain, pelvic pain, fatigue and abdominal distension was resolving, the fibromyalgia had not resolved and the cystitis, urinary tract infection, fungal infection, headache and anxiety had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, back pain, bladder disorder, bladder injury, blood urine present, complication of device insertion, constipation, cystitis, depression, diarrhoea, dysmenorrhoea, dyspareunia, embedded device, fallopian tube spasm, fatigue, female sexual dysfunction, fibromyalgia, fungal infection, headache, hypoaesthesia, irritable bowel syndrome, loss of libido, menorrhagia, migraine, muscle twitching, nausea, pelvic pain, spondylitis, urinary tract disorder, urinary tract infection, uterine spasm, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2011 and (B)(6) 2011, explant date (B)(6) 2014 and (B)(6) 2014 respectively. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menstrual problems, dysmenorrhea and pain with intercourse. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received- following event was added: arthritis in my l4 and l5 and in my s1 joint. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.